Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, six years and 1 month ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the stent graft was found to have migrated on an unknown date. Also the right iliac has dilated. The proximal neck now measures 27mm. Due to the disease progression in the right iliac, they plan to coil the hypogastric and implant an extension. Approximately one month ago, a 28x40 cuff was placed. Although there was no proximal type I endoleak but given the distance between the graft and the renal arteries the physician decided to cover it this distance with the stent graft. The right internal iliac was coiled and a 16 x 10mm endurant was used to cover the internal iliac artery and extend into the external iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent migration, disease progression, iliac and aortic neck dilatation. Conclusion: disease progression, iliac and aortic neck dilatation.